Event description:
It was reported that there was difficulty aspirating fluid through the catheter access port (cap). An MRI was being performed to confirm the catheter location/tip level with the scan because, they were unable to aspirate cerebrospinal fluid from the cap. The reporter did not know when the cap procedure had occurred. The device system was used to deliver morphine and was last refilled in early (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# j0177997r, implanted: 2001 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2011 (B)(6); product type accessory product ID 8709, lot# j0177997r, implanted: 2001 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2011 (B)(6); product type accessory. (B)(6).